Event description:
It was reported that the patient was in the emergency room on (B)(6) 2012 with altered mental status. The patient was found unresponsive, unable to wake up on that same morning. The emergency room healthcare provider (hcp) contacted the managing hcp which recommended placing a magnet over the pump to stop it. It was not known if the pump was stopped. The medication in the pump was dilaudid (hydromorphone). No other event detail nor was the patient outcome provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).

Event description:
Additional information reported that the pump was evaluated at the emergency room (ER). The patient was found to be awake and per ER doctor much improved. A telemetry strip of the pump revealed that everything was functioning as programmed and there were no issues. It was noted that the ER physician did not think that pump was the issue.